Event description:
Healthcare professional reported right side rupture. Device explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b, g2, h6.

Manufacturer narrative:
Lab analysis summary: visual analysis of the returned device identified: underweight, red particles in the surface of the shell, crease fold, wear abrasion and broken shell. A microscopic analysis was performed which identify crease sharp opening on posterior and have non-penetrating nick. Based on the device analysis the final assessment is: -a crease sharp opening on radius assessed as to a fold flaw opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.